Manufacturer narrative:
The field service representative (fsr) confirmed this complaint. The fsr replaced the cardioplegia (cpg) temp/press printed circuit board assembly (pcba) to correct the pressure display going blank. The fsr checked the cpg monitor calibrations and operation, along with the system operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect temp/press pcba was returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cardioplegia (gpg) pressure display went blank when the calibration button was pressed. Since the event occurred during preventative maintenance, there was no patient involvement.